Manufacturer narrative:
The following information was requested but was not made available: weight, date of birth, pre-existing conditions and medications. (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) warns against covering significant vessels. Also, according to the IFU, potential adverse events that may occur and require intervention include improper component placement and occlusion of the native vessel.

Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A gore® excluder®aaa endoprosthesis, aortic extender, was deployed to treat a proximal type I endoleak. As reported, during the deployment, the device moved proximally, which result in an unintentional coverage of the left renal artery. The renal artery was covered approximately 2/3 and the procedure was completed after confirming blood flow into the left renal artery.